Event description:
Caller alleged discrepant inratio precision results. Results as follows: date (B)(6) 2013, inratio 1.0, re-test 2.8. Time between tests <5 minutes. Therapeutic range: unk. No patient information was provided.

Manufacturer narrative:
Investigation pending.